Event description:
The balloon did not deflate after deployment of a stent. As a doctor attempted to deflate the distal protection balloon, which was deployed at proximal lesion in the final step of case, it did not deflate, and he folded the distal protection balloon main part by hand as troubleshooting. However, it still did not deflate completely, and he collected the expanded distal protection balloon and finished the procedure. Resistance was experienced when he delivered the aspiration catheter, the shaft would have been kinked. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun. Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Method: actual device used in case was evaluated. Visual examination performed. Results: the actual device used during the case was returned and evaluated. Visual examination of the returned occlusion balloon wire revealed that the ez flator and ez adaptor were connected together with the extension line. The occlusion balloon material was examined and was partially inflated. The occlusion balloon wire was measured and there was only 175cm of the device returned, the proximal end was not returned. There were no kinks noted. The end of the occlusion balloon wire appears to have been broken or cut. The occlusion balloon material was attempted to be inflated and a leak approximately 7cm from the tip was noted. There is a hole in the shaft of the hypotube 4.6cm from the tip of the occlusion balloon wire where there should not be a hole. A review of the device history record did not detect any deficiencies within the manufacturing process. The event was confirmed for would not deflate. The analysis is complete as of today (B)(4) 2012.